Event description:
This report is being filed after the subsequent review of the following journal article: lee c, chung s, oh s , you j. May 2011 significance of angular mismatch between vertebral endplate in lumbar total disc replacement. J spinal disorder tech, 24:183-188.(B)(4) from (B)(6) 2002 to (B)(6) 2006 56 patients (33 females and 23 males, average age of 44.7 years) underwent total disc replacement with prodisc-l the mean follow up period was 25.6 months. Radiographic evaluations and various other assessment tools were utilized at one week, 6 weeks, 6 months and one year after operation. Complications: 2 patients experienced subsidence at l4-l5; 3 patients experienced subsidence at l5 s1. This report 3 of 6 for (B)(4). This report is for a prodisc-l with an unknown part number, lot number and quantity images included in article, dates unknown

Manufacturer narrative:
Device used for treatment not diagnosis. This report is for unknown prodisc-l implant, pdl inferior endplate. Unknown part and lot number, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.